Event description:
It was reported the pt experiences ineffective stimulation. The pt was reprogrammed, however, the issue persists. The pt has lost approximately 40 pounds since her scs system was implanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.